Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.

Event description:
The customer reported that the heartstart xl+ paddles broke. There is no indication of negative patient impact.

Event description:
The customer reported that the heartstart xl+ paddles broke. There is no indication of negative patient impact.